Event description:
It was reported that the ilet user experienced a low blood glucose following a high blood glucose after eating a bagel without announcing the meal. Rapid hyperglycemia prompted automated corrections that brought glucose back into range and then to a low. Blood glucose did no go below 72 mg/dl. Symptoms included hyperglycemia with a peak of 349 mg/dl accompanied by diaphoresis, shaking, and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem was identified, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.